Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: during investigation, the pump was returned with moisture visible through the display lens. All the keypad buttons were responding properly. There was no physical damage on the keypad. The keypad was removed and there was no contamination or moisture found. A leak test was performed and failed due to a display lens leak. The pump was opened and there was moisture observed throughout the pump casing. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Upon quality review of the distributor form, this issue was reclassified as an unresponsive keypad, with moisture behind the display.